Event description:
Reporter contacted technical solutions to report a patient's pump that was alarming. When the physician interrogated the pump, error codes 100 and 124 were observed. The physician decided to increase the patient's oral baclofen dosage. No patient symptoms were reported. The patient's pump was explanted and replaced.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was replaced, but has not yet been returned for additional evaluation and investigation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).